Manufacturer narrative:
Block b3: date of event: date of event was approximated to 11/01/2018 as no event date was reported. Block h6: device code 1304 captures the reportable issue of center image lost. Block h10: a fuse c38s slim colonoscope - r was received for analysis. A functional evaluation was performed and found moisture behind forward objective lens due to a worn seal. Aeration was done and the lens was replaced to resolve the issue. The reported issue was confirmed. The cause of the reported failure is due to glue deterioration around the seal. Therefore, the most probable investigation conclusion code for this complaint is designated as caused traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint. Block h11: blocks d4 (model number, catalog number, and unique identifier #) and h4 (device manufacture date) have been corrected.

Event description:
It was reported to boston scientific corporation that a fuse scope was during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the front lens became foggy. The anatomy of the patient was not visible on the center image when the front lens became foggy. Another fuse scope was used to complete the procedure.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The upn and lot number does not provide a match in the system search; therefore, the device manufacture date cannot be determined. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse scope was during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the front lens became foggy. The anatomy of the patient was not visible on the center image when the front lens became foggy. Another fuse scope was used to complete the procedure.